Event description:
It was reported that during a lap gastric bypass, the footswitch had intermittent activation on both the min and max pedals. Case completed with another footswitch with no patient consequence.